Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies.  Force measurements were recorded during ablation that exceeded the recommended values per the IFU; however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection with abbott specifications and procedures.  The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation procedure, a pericardial effusion occurred. When the ablation catheter was reintroduced into the right atrium, there was an increase in contact force above 100 grams and the patient became hypotensive. Fluoroscopy and an echocardiogram revealed a pericardial effusion at the left atrial roof, for which a pericardiocentesis was performed to stabilize the patient.